Event description:
It was reported that during a transcatheter aortic valve procedure, a misload occurred. The valve was reported to be implanted and explanted. A different system was used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received that the valve was never attempted for implant. The misload was identified under fluoroscopy due to a node overlap involving node five, prior to insertion into the patient.

Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. There is no evidence to suggest the device caused or contributed to a death, serious injury, or malfunction. The valve was not implanted and explanted, or attempted in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012362247); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a misload occurred. The valve was reported to be implanted and explanted. A different system was used to complete the procedure. No patient complications have been reported as a result of this event.